Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator had inop light on while device is powered on. Device was not on a patient at the time.

Event description:
Additional information received indicates that the ventilator was returned for investigation. The reported problem was not duplicated.

Manufacturer narrative:
H3: root cause findings: the reported problem was not duplicated. Disposition: route ltv 1200 service repair p/n 18888-001-99 s/n (B)(6) s/v 05.10 to factory service to have assembly processed.